Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information from the local field representative indicated the device had been previously programmed to aair due to loss of capture on the rv lead. There were no adverse patient effects reported.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.